Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that the patient experienced chest pain and shortness of breath two days post implant. An echocardiogram was performed which indicated a small effusion. The physician re-positioned both the atrial lead and the right ventricular lead. Both of the leads remain in use. No further patient complications have been reported as a result of this event.